Event description:
It was reported that the patient had a percutaneous endoscopic gastrostomy (peg) tube placement and a bronchoscopy the day prior to report. The patient also had pneumonia and was in the intensive care unit. When the implantable neurostimulator (ins)was turned back on following those procedures, the patient felt a 'seizure like' pulling sensation. The sensation would usually last 60 seconds and then subside, but this time it did not. Stimulation was turned off and back on again with the same result. Some internal caps were pulling 'or something' when the ins was on and it was uncomfortable for the patient so he asked for it to be turned off. It was noted that the patient also had a spinal fusion on (B)(6) 2013 and due to complications, had a revision of the fusion on (B)(6) 2013. With those surgeries the ins had been turned off and back on without any difficulties. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot# v741416, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot# v689884, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information from the healthcare professional (hcp) reported that the cause of the event was that the patient had the (ins) turned off for spinal surgery and when it was turned back on they suffered ¿severe spasms¿. Reprogramming was performed on (B)(6) 2013 where it was noted that the hcp was unable to return to ¿pre-op settings¿. It was noted that the event did not require hospitalization. The patient was reported as stable but ¿feeling bad¿ with an outcome noted as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).